Event description:
Reporter stated the 532.010 (small battery drive) has an unspecified malfunction. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional evaluation completed 2/24/2014. The customer did not allege or identify any specific deficiency; it was observed during pre repair evaluation of the small battery drive that it has low rpm and stiffed coupling head. Evidence suggests this is due to usage wear over time. Device is an instrument and is not implanted/explanted. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue.the manufacture date of this item is 29-sept-2005. The source of the manufacture date is the release to warehouse date.(B)(4)